Manufacturer narrative:
The gear pump pressure was ok. Additional wash cycles were added, but the issue still occurred. The field service engineer cleaned/decontaminated the flow path, replaced syringe seals, adjusted the rinse station and adjusted the probes. System detergent consumption was verified as ok. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The reporter also mentioned they noticed discrepancies with control recovery. The sample initially resulted in a calcium value of 59.0 mg/dl, which repeated as 92.0 mg/dl. The calcium reagent lot number and expiration date were requested, but not provided.